Event description:
Literature: chiravuri et al "subdural hematoma following spinal cord stimulator implant." Pain physician 2008: 11:97-101. The article reports the case study of a 49 y/o male who underwent a spinal cord stimulator (scs) implant for refractory angina. During the implant procedure, he had an unintentional dural tear. During the post-procedural call, the pt reported positional headache with nausea and vomiting. The headache progressively worsened with loss of the positional component. The pt was advised to go to the ER. Mental status changes were observed. The pt was afebrile with non-focal neurologic findings. A CT showed a large right-sided subdural hematoma with ventricular compression and left-sided midline shift. The pt underwent an emergency craniotomy. The remaining post-surgical course was uneventful. On post-op day 3, the pt recalled a fall one day prior to the spinal cord stimulator implant, striking his head (without loss of consciousness). The blunt head trauma occurred within 24 hrs of the dural tear. The timing of the subdural hematoma is impossible to determine with any degree of accuracy.